Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent was inadvertently explanted. Vascular access was obtained via the right femoral artery. The target lesion was located in the right coronary artery (rca). Atherectomy was performed with a non bsc system. While ablating in a calcified area of the rca, the non bsc burr came into contact with the synergy¿ stent which had been implanted approximately 2 months ago. The stent wrapped around the burr and was removed out into the right groin area. The physician gained access to the left femoral artery and evaluated the rca. She ballooned the area with a nc balloon and placed 4 synergy¿ stents without difficulty. Final imaging looked great. They were unable to remove all of the stent from the groin. A vascular surgeon was called and evaluated the area. The patient was under observation over the weekend. The physicians opted to leave the stent fragment in the tissue of the right groin. No further patient complications were reported and the patient condition was reported as good.